Event description:
It was reported that, "upon inspection of the anchor c set it was notice that the screw was missing from the 7mm trail."

Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.